Event description:
It was reported there was a communication problem the patient noticed a ¿couple few weeks ago.¿ it was reported ¿it didn¿t work no more, it quit working.¿ the patient was reportedly unable to charge or use the implantable neurostimulator (ins). It was noted the ins was slow to charge and the charge was not lasting long. An ins overdischarge was suspected. It was noted ¿it was saying it couldn¿t communicate.¿ the last time the patient tried to charge was a couple weeks ago. The last successful recharging session was 3-4 months ago. The last time stimulation was felt was ¿about 4 months ago.¿ it was noted that ¿every once in a while¿ the patient would ¿get it for a little bit but not for long.¿ the patient reportedly had some back pain. The patient reportedly only used the ins when he needed to and hadn¿t been using it ¿a whole lot.¿ additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).